Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Device manufacturing date is unavailable. Onsite investigation was unable to replicate the reported event as the system staff monitor functioned as intended and without issues. Site communicated that they think it was a metal interference related issue and the system was working properly, they also reported that they had not had any issues since. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system's staff monitor started blinking during navigation. When instrument was on the field, it blinked and came back. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.